Event description:
It was reported the patient is not receiving effective stimulation in her pain pattern, which is her low back. Reprogramming was unable to resolve the issue. The patient stated she had a recent fall. X-rays did not reveal any anomalies. The patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6)2015, where the lead was explanted and replaced. During the procedure, the physician decided to electively explant and replace the patient's ipg as well.

Event description:
Further follow-up information revealed the sjm representative met with the patient for a post-op visit. The patient stated she is experiencing less pain overall after the revision surgery and also stated her pain has been reduced 50%. The patient's stimulation is only in her legs and not her lower back while standing. Reprogramming was unsuccessful in obtaining low back coverage. However, the patient states she is happy with the reduction of pain after the surgery and satisfied to be getting back coverage when sitting.

Event description:
Follow-up information revealed the patient may have a pns trial procedure as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.